Event description:
It was reported that a cartridge alarm 06 occurred. Additionally, it was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue. Customer's blood glucose level was 79 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been performed with the cartridge and the investigation could not be completed as the pump was not returned.